Manufacturer narrative:
The reported event date reflects the date that the article was published online. It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Walter, m., altermatt, s., furrer, c., meyer-heim, a. Intrathecal baclofen therapy in children with acquired brain injuries after dr owning: a case series. Brain injury: [bi]. 2014: 1-6. Doi: 10.3109/02699052.2014.947630. Summary: the authors investigated clinical efficacy as well as the incidence and extent of complications regarding intrathecal baclofen (itb) therapy in children. This was a retrospective medical chart review of three pediatric patients with acquired brain injuries (abi) resulting from drowning who underwent itb pump implantation for treatment of severe spasticity. Compared to the pre-operative state, itb therapy reduced spasticity with a corresponding decrease of modified ashworth scale in upper (3.2 ± 1.4 to 1.3 ± 0.6) and lower extremities (3.5 ± 0.9 to 2.0 ± 1.0). Overall, six complications, five device-related and one accidental, were found in two out of three patients. The authors concluded that intrathecal baclofen is an effective therapy option for pediatric patients with abi after drowning to significantly reduce spasticity of upper and lower extremities. A word of caution must be addressed to the incidence and extent of complications related to itb therapy. Reported event: the patient experienced skin protrusion 471 days after the implant of the pump. The pump was repositioned unilaterally; however, on 596th day after the initial implant, the patient developed skin protrusion again. The pump was explanted and a new pump was placed on the contralateral side. It was noted that the new pump was a subfascial implant, as opposed to the initial pump being an epifascial implant. No further skin protrusion occurred. See attached literature article in manufacturer report #3007566237-2015-00768.